Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. In early december 2025 (approximately on (B)(6) 2025), the patient experienced a loss of consciousness (loc) and a suspected diabetic coma (not formally diagnosed), reportedly associated with hypoglycemia. On the evening of the event, the patient¿s cgm was consistently displaying glucose readings within the normal range. Despite these readings, the patient was found unconscious by a family member. Emergency medical services were contacted. Upon arrival, paramedics found the patient still unresponsive. A fingerstick bg measurement obtained by paramedics indicated a glucose level in the 20 mg/dl range, while the cgm displayed a reading of 78 mg/dl. The patient was transported to the hospital via ambulance. The patient is unable to recall the specific treatments administered during the hospitalization. The patient remained hospitalized until approximately on (B)(6) 2025. At the time of reporting, the patient¿s condition was stable and described as fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid on (B)(6) 2025. The data investigation found a difference in values that falls within the b zone of the parkes error grid on (B)(6) 2025. No additional patient or event information is available.